Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens unloaded improperly and cracked in cartridge. There was patient contact and due to this, the incision was enlarged. The surgery was completed the same day. There was no other patient harm.

Manufacturer narrative:
The lens was returned broken into pieces in a company cartridge. Viscoelastic was observed in the cartridge. The lens pieces were in the nozzle and the tip of the cartridge. The cartridge nozzle has a large aneurysm at the parting line. The plunger was advanced through the bottom of cartridge at the parting line. Part of the broken lens was protruding through the damaged area. The used company cartridge was cleaned for further evaluation. The lens pieces were removed with cleaning. Top coat dye stain testing was conducted with acceptable results. The reported lens damage was observed. The damage appears to be related to a failure to follow the IFU. The extensive lens and cartridge damage would indicate the lens/plunger were not on a proper position for advancement. The damage on the top of the nozzle started in the thick wall cone area of the nozzle. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Excess force would have been necessary to push the plunger tip through the bottom of the cartridge. Top coat dye stain testing was conducted with acceptable results. The IFU instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A non-qualified handpiece and viscoelastic were indicated with an unspecified cartridge. Suspected lenses are qualified for use with the company handpiece. The root cause for the reported lens damage may be related to a failure to follow the instructions for use (IFU). The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU also instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company toric iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag the manufacturer internal reference number is: (B)(4).